Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage to keypad, display and display window cover of the insulin pump. The customer also noticed damage to bottom part of the pump and the device labels, including serial number and dome label stickers. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for physical damage to pump and missing labels, and the damage was found to be affecting the functionality of the insulin pump. The customer was instructed to revert to a backup plan per healthcare professional instructions. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
Pump received with blank display. Unable to perform the sleep current test, active current test and self test due to blank display. Pump was cut open to perform visual inspection and found physical damage on the pcba 1 / pcba 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked lcd window, dog chew marks, missing display window/cover and detached retainer. In summary, customers alleged cosmetic damage located at the display window was confirmed. Blank display due to damaged pcba 1 and pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.